Manufacturer narrative:
An event of perivalvular leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported perivalvular leak could not be determined.the reported aortic valve insufficiency/ regurgitation was likely related to the paravalvular leak. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implantation. Pre-dilatation was performed with 20mm balloon. A calcium bar extending from the annulus into the lvot was present. The valve was implanted at a depth of 6mm non-coronary cusp and 8mm left coronary cusp. At the time of the procedure, paravalvular leak (pvl) was assessed as mild, though there was discussion among the clinical team regarding whether the leak was mild or moderate. The physician elected not to post-dilate due to the patient's frailty and overall condition, opting instead to monitor the patient¿s recovery. On (B)(6) 2025, the patient returned for evaluation due to worsening pvl, which the physician assessed as moderate bordering on severe. A decision was made to perform post-dilatation to optimize valve function. A 23mm z-med ii balloon was used for a single inflation. Following the inflation, pvl was reduced to mild at most, which was considered acceptable given the presence of the large bar of calcium extending from the annulus into the left ventricular outflow tract (lvot). The patient remained hemodynamically stable throughout the procedure and was reported to be thriving post-intervention. The family expressed satisfaction with the patient¿s recovery. No adverse health consequences were reported related to the performance of the product. The valve remains implanted and will not be returned.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. At the time of the procedure, paravalvular leak (pvl) was assessed as mild, though there was discussion among the clinical team regarding whether the leak was mild or moderate. The physician elected not to post-dilate due to the patient's frailty and overall condition, opting instead to monitor the patient¿s recovery. On (B)(6) 2025, the patient returned for evaluation due to worsening pvl, which the physician assessed as moderate bordering on severe. A decision was made to perform post-dilatation to optimize valve function. A 23mm z-med ii balloon was used for a single inflation. Following the inflation, pvl was reduced to mild at most, which was considered acceptable given the presence of a large bar of calcium extending from the annulus into the left ventricular outflow tract (lvot). The patient remained hemodynamically stable throughout the procedure and was reported to be thriving post-intervention. The family expressed satisfaction with the patient¿s recovery. No adverse health consequences were reported related to the performance of the product. The valve remains implanted and will not be returned.